Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Associated mdrs: 1018233-2013-01757 and 1018233-2013-01755.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vomiting, hematuria, urinary tract infections, leaking, estrogen and estrace therapy, bladder burning, stress and urge incontinence, atrophic vaginitis, vaginal pain, cystoscopy on (B)(6) 2010 and (B)(6) 2011, she underwent surgical intervention for posterior mesh protrusion with vaginal mesh removal on (B)(6) 2011, followed by urinary urgency, decreased urinary output and intermittent bleeding.